Event description:
It was reported that on the evening of (B)(6) 2020 the doctor attempted to use versajet ii and the handset would not prime. They inserted the handset connector, and then spiked the bag. They observed no column of saline advancing down the tube. They messed around with that bag for almost 20 minutes before abandoning the versajet for a sharp debridement. It was their only 8mm handset and the surgeon did not want to use the 14mm on a foot wound. After the procedure two different handsets were tested and it was determined that it wasn't a console problem.

Manufacturer narrative:
The device intended for use in treatment was not returned for evaluation, all information provided has been reviewed and we have not been able to establish a relationship between the reported event or determine a root cause. Probable cause may be an obstruction, component failure, or connection issue. A clinical/medical review concluded no further action is required. The associated risk files contain the reported failure/harm or event. With no additional actions necessary. The instructions for use provide comprehensive instructions of the operation, use and limitations of the device. No batch/lot number has been provided, therefore a review of the device history has not been possible. Complaint history found other related events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.